Manufacturer narrative:
The customer cancelled the service call. The reported problem is to be resolved by the customer. No additional service information was provided.

Event description:
The customer reported that the left monitor intermittently would not work. No patient injury was reported.